Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump was programmed with a 1.5 unit bolus and monitored. The bolus was delivered and recorded properly in the bolus history screen. No bolus anomaly was noted. The insulin pump had minor scratches on the display window, cracked display window corner, broken battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that customer's insulin pump alarmed button error. Customer's blood glucose was not given. Customer stated the numbers are scrolling when trying to deliver a bolus. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.